Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient's blood glucose was low. The customer's blood glucose was 40mg/dl at the time of incident. The customer was trying to change the time on daughters pump. Customer was able to change time in pump successfully. Customer had a recent change in seizure medicine and may have caused the low blood glucose. He customer treated it with carbohydrates tablets intake. No further troubleshoot was done. The insulin pump will not be returned for analysis.